Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii colonovideoscope, the evis exera iii gastrointestinal videoscope, and the colonovideoscope. The scopes did not pass the hygiene test. The scopes were cultured again and only the evis exera iii colonovideoscope passed the second hygiene test. The facility will be retaining the evis exera iii colonovideoscope and returning the evis exera iii gastrointestinal videoscope and the colonovideoscope for evaluation. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifiers; (B)(6), evis exera iii gastrointestinal videoscope, gif-hq190, s/n: (B)(4) and (B)(6), colonovideoscope, cf-hq1100di, s/n: (B)(4).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when re-tested after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.